Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that the solenoid did not attempt to open and manually opened drawer and confirmed latch and position sensors worked. Powered off station, reseated solenoid, and rebooted hardware still failed. Powered off again, replaced solenoid assembly, reinstalled drawer, reattached bus cable, and rebooted and still failed and found that the issue traced to legacy full height drawer design and new smart full height cubie drawer required and reseated pyxibus cable, and rebooted station and no further issues found. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.